Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After a 4.0 x 38mm synergy stent was deployed, a 5.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, severe resistance was encountered with the non-bsc guide wire inside the non-bsc guide catheter, and the device became stuck with the guide wire and was unable to be removed. The device was then pulled out together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.